Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cystonephrofiberscope returned contaminated despite several treatments. The issue was found during a non-clinical setting. There was no patient involved.